Manufacturer narrative:
Additional information submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the issue was resolved through troubleshooting. Not sure what the cause was but the system was restarted after leaving off for about 5 minutes and the issue was resolved. It is believed that the site is not having this issue anymore.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9660651r, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system that was used outside of procedure. It was reported that the site was having issues with the system. The screen showed a communication fault between the axiem box and the emitter. The axiem box also read the number 8. The system was rebooted but that did not resolve the issue. There was no patient present when issue was discovered.